Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample has been received and in-house testing is in progress. (B)(4).

Event description:
A nurse reported that a kink in the tubing caused poor fluidics during surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt.